Event description:
The deep brain stimulator shutting off. It was reported that the hcp was unable determine the cause of the problem. Additional information has been requested. A follow-up report will be submitted if additional information becomes available. Please see MFR report # 3004209178200806938.